Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation against right device. The device has been explanted.

Event description:
Healthcare professional reported deflation against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation. Visual analysis of the returned device identified: total delamination of the valve, white particles on the shell, and crease flat. Leak test and microscopic analysis was performed which identified: crack valve, total delamination of the valve, and sharp broken on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Otal delamination of the valve assessed as adhesive failure. Sharp broken on valve assessed as an unidentified (tear) opening.